Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was hub leakage. When blood was drawn from a patient, it started coming out of the hub where it connected to the butterfly needle. A second event was documented on complaint (B)(4).

Manufacturer narrative:
No sample was returned for evaluation. Three pictures were provided for review, and review of the wing device showed the presence of blood. However, it is not possible to confirm the mode of failure, as the photos provided do not show the reported defect. If the product is returned, the complaint will be reopened for further investigation. A lot history review was performed, and no additional complaints were identified for lot number 6089875.